Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients paddle lead had high impedances. The patient underwent a paddle lead replacement procedure and was doing well post operatively. The explanted device was discarded per facility policy.